Event description:
It was reported that the patient experienced high impedance of the spinal cord stimulation (scs) lead contacts 1-8. The patient stated that they had not fallen nor could the lead have been damaged in any other way. The patient underwent a revision procedure and the lead was cleaned and reconnected. The lead exhibited normal impedance values. The lead was explanted and replaced. It was noted that the serial number of the lead is unknown due to the patient having multiple leads implanted and not having their implant card. There were no patient complications and the patient was doing well postoperatively.